Manufacturer narrative:
An event of the valve breaking during implant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a 21mm masters mechanical heart valve was selected for implant. During implant, the valve broke. Additional information was requested, but no further information was available.